Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Review of initial operative notes noted no complications. Approximately 10 years post implantation, patient experienced unknown injury. No further information is available for review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem with kinectiv technology (00-7713-012-00, 61117928), kinectiv modular neck (00-7848-022-00, 60861982), tm modular acetabular shell (00-6202-050-22, 61239956), trilogy acetabular liner (00-6305-050-32, 61193849), bone screw (00-6250-065-25, 61202369). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03438 stem, 0001822565 - 2019 - 03434 neck.

Event description:
It was reported that the patient has experienced an unknown injury due to the stem, head and neck implanted approximately ten years prior. Attempts were made to obtain additional information; however, none was available.